Event description:
It was reported that the person with diabetes (pwd) had experienced two infusion sites falling off on monday and had to replace another the same day, all placed on the thigh. The intravenous (IV) prep and skin-tac had been used prior to applying the adhesive, and the adhesive had been placed as instructed by the trainer. One site became irritated, and the pwd had felt the cannula moving with every body movement, described as a burning and pricking sensation. Upon checking the thigh, the adhesive had shifted, causing the cannula to move repeatedly in and out of the skin. The site had appeared very red, and the insertion area looked enlarged, though no infection had been present. Replacements had been requested, and the address had been confirmed. No further concerns had been noted, and the cannula had been removed. The site had been very red, the insertion area had appeared bigger, and the infusion set had been loose and leaking, though no kinks or damage to the tubing had been observed. The operator of the device was lay user/patient. The event occurred while in use with a patient and there was no patient injury. The issue was resolved. The patient is a 25 yr-old non-hispanic/latino white female weighing 250 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.